Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient received multiple inappropriate shocks due to av interval indicating vt. The device was reprogrammed and the patient is stable.